Event description:
Information was received indicating that during parenteral nutrition administration, only half of a 2000 ml bag infused; however, the pump displayed a residual volume of 39 ml. Per reporter the same had occurred two or three days previous and it was noted that the administration set had "taken a long time to prime." No adverse patient effects were reported.

Manufacturer narrative:
Foreign: (B)(6).

Manufacturer narrative:
Other, other text: d4 (catalog number and UDI) and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
3/4- reference (B)(6) for all attachments and related complaints- issue during parenteral nutrition =on a 2000 ml bag, only half of the medication had gone through, while the pump showed a residual volume of 39 ml. The same incident had occurred 2 or 3 days ago and the nurse had noticed that the admin set had taken a long time to prime. In contrast, there was no problem with bleeding the previous evening when the infusion was set up. The admin set was discarded and the lot number is unknown. No aho observed.